Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified approximately 1.5 inches of the threaded end of the instrument is fractured and missing. Damage is seen near the fracture. The device exhibits wear and tear indicating repeated use during a potential field age of 5 years. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the distal right femur demonstrate a plate and screw fixation device along the lateral distal femoral diaphysis cortex with displaced transverse fracture involving the mid to distal diaphysis of the femur. Surgical skin staples. No knee dislocation. Osteopenia. No retain foreign body is seen. There does appear to be a displaced mid to distal femoral diaphysis fracture present. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure on an unknown date, the instrument fractured during reduction and part of the device remained in the patient. There are currently no plans for an additional surgery to remove the fractured piece at this time, as the surgeon indicated the patient is not experiencing any harm as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.